Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter and the handle was broken. Reportedly, the clip was pulled out from the patient and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.